Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what was the appearance of the suture during the removal? - if re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? What is the current status of the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024 and suture was used. The doctor used suture to suture the patient's abdominal incision during surgery. The suture on the surgical incision was not absorbed, resulting in rejection reactions and slight exudation on (B)(6) 2024. The doctor changed the dressing and treated it accordingly, removing some of the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 28-year-old woman who underwent cesarean section at hospital on (B)(6) 2024. The surgeon used vcp422h to perform the skin tissue sewing in the way of continuous suturing during the surgery. The operation went smoothly. 7 days after the surgery, the doctor found that part of the suture in the abdominal incision was not absorbed with a little exudate in the incision. The doctor changed the dressing for symptomatic treatment and removed part of the suture. Then the patient's incision healing was improved. No subsequent adverse events were reported.